Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "fault 75 - discharge fault" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction of "fault -75 discharge fault" was not observed; however, a "defib fault 76" message was observed and confirmed. Though the messages as stated by the customer were not observed, the messages that were observed were a result of a faulty defib circuitry and related to the customer's complaint. The report was attributed to a faulty capacitor on the pace/defib engine board. The device was recertified and returned to the customer. No trend is associated with reports of this type.